Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and subsequently, the pump turned off. The customer was able to charge the pump using the existing supplies. There was no impact to the customer¿s blood glucose level.